Event description:
During an incident in 2001 involving a male pt who was experiencing chest pains, this defibrillator displayed excessive artifact and did not get to the analyze mode. Als took over pt care, the pt was transported to a hosp and care was not compromised. The customer reports that at the scene, the unit did not prompt "check electrodes." Later, using meditrace monitoring pads, expiration date unk because they are supplied by the hosp, the defibrillator would not come out of the "check electrodes" mode and shut down after 2 minutes. The customer also stated later that the unit did display "check electrodes" at the scene, but did not voice the message.